Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had to change three infusion sets due to high blood glucose levels. Customer's blood glucose level went up to 489 mg/dl. The device was not returned.